Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that different programmed configurations were attempted, however, high out of range shock impedance measurements continued to be observed. The physician opted to continue monitoring.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that analysis was completed for this product.

Manufacturer narrative:
The product has been returned, however, at this time, has not been received. If the product is received, analysis will be performed and this report would be updated at that time.

Event description:
This supplemental report is being filed to update the evaluation conclusion code.

Manufacturer narrative:
This report is being filed to correct the following field:

Event description:
It was reported that analysis was completed for this product.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been returned, however, at this time, has not been received. If the product is received, analysis will be performed and this report would be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported. Additional information was received that different programmed configurations were attempted, however, high out of range shock impedance measurements continued to be observed. The physician opted to continue monitoring. It was reported that the patient implanted with this device and right ventricular (rv) defibrillation lead contacted to the clinic with report of receiving shock therapy. It was also reported that the device began emitting beeping tones following delivery of shock therapy. Review of stored device memory noted that the device and lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms. The beeping was a result of the out-of-range measurements. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service. It was reported that an invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This supplemental report is being filed to update the evaluation conclusion code. It was reported that the product was received for analysis. It was reported that analysis was completed for this product. It was reported that during a retrospective review of device data it was identified that during a shock delivery, this ICD recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. No other information was provided. This device was previously explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that an invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this device and right ventricular (rv) defibrillation lead contacted to the clinic with report of receiving shock therapy. It was also reported that the device began emitting beeping tones following delivery of shock therapy. Review of stored device memory noted that the device and lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms. The beeping was a result of the out of range measurements. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.